Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed, and the screen went blank when we tried to recover it. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found the station with a black screen, then verified station was receiving power but was not booting up. Inspection found damaged bus cable preventing station from powering up. So, the fse replaced bus cable, then tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.